Manufacturer narrative:
The o2 hose was replaced by the user facility but was not returned for investigation. Provided picture showed a cut in the hose near the connector. If this condition occurs during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected and alarms will be activated to the condition. The root cause of the reported leakage was the cut in the o2 hose, but we cannot conclusively determine when or how it happened. (B)(4).

Event description:
It was reported that there was a leakage from the o2 hose connected to the ventilator. Patient involvement is unknown. Manufacturer's ref #: (B)(4).